Manufacturer narrative:
One-unit model 5569 guideliner was returned to vsi for evaluation. A manufacturing record review was completed and no related nonconformances were found. A returned product evaluation was completed. The collar section and halfpipe were damaged. There is a depression in the half pipe that indicates a wire/device was wrapped around the half-pipe. The damage to the collar is consistent with the wire or stent being forcefully advanced. There were multiple spots along the guideliner shaft that were pinched, and the distal tip and marker band were crimped. The most likely root cause for the advancement issue is related to operational context.

Event description:
It was reported: the guideliner was introduced into the patient's body, and the stent was stuck at collar transition section of the guideliner, and it resulted in an rca acute closure. Additional information dated 02dec2019: the support with the guiding catheter and guideliner was not good enough, as a result, the entire system including the 0.014" wire came off, causing the dissection and acute closure of the artery. Physician had difficulty to reset the guide catheter and advancing guidewire down, however, he managed, and patient recovered uneventfully. Physician does not want to give the patient demographic or further comment on this case.